Event description:
It was reported that the pin in the tip of the micropituitary was broken off during the procedure. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.